Event description:
As reported by edwards implant patient registry (ipr), approximately 2 years 3 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the valve was explanted and a new surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported due to receipt of medical records. Per the initial report, approximately 2 years 3 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the valve was explanted, and a new surgical valve was implanted. The cause of the explant was unknown at the time. Additional information received via medical records revealed the 26 mm sapien 3 ultra valve was explanted due to endocarditis and prosthetic valve deterioration. The bacteremia was identified as streptococcal bacteremia. Further assessment concluded the endocarditis caused the prosthetic valve deterioration noted in the medical records. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis usually occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In this case, investigation results suggest streptococcal endocarditis caused or contributed to the adverse event. There was no allegation or indication a product malfunction contributed to the adverse event. Therefore, this event is not FDA reportable.